Event description:
Patient's mother contacted dexcom technical support on (B)(6)2014 to claim no virbation output on (B)(6)2014. Patient's mother tested the alert functionality and reported the alerts were not functioning correctly. Patient's mother did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of no vibration could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim no vibration output on (B)(6) 2014.